Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The subject was admitted to ICU on (B)(6) 2016 for low lvad flows. The subject had no symptoms to report and states had been to the gym in the am per usual routine and the lvad began beeping "low flow" intermittently x 45 minutes around 18:00. Subject reported rpm-2600, flow 2.2, and watts 3.2 when called vad office to notify them of the alarms. Denies dizziness, palpitations, sob, or dark stools. Despite the subject drinking water and changing positions, the alarms would not stop. The subject came to the ER when spouse returned from work that evening. The subject was admitted to a cardiovascular ICU. On (B)(6) 2016, the subject was upgraded to unos status 1a due to pump concerns and started on IV bivalirudin. The subject remains in the cardiovascular ICU.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, patients with worsening heart failure are at a higher risk for sustained arrythmias, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.